Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) was confirmed to the electrode belt¿s distribution node (dn) to rear te pulse wire being severed from strain relief, damaging all wires within the cable. The root cause for the severed and strained cable was physical abuse. Investigation underway. See car-1142. There was no adverse event that resulted from the damaged belt.

Event description:
A u.s. Distributor reported that a patient's electrode belt could not run detect and treat testing.